Event description:
Device 1 of 3 :reference MFR. Report#: 1627487-2018-12290, reference MFR. Report#: 1627487-2018-08357.

Event description:
Device 1 of 3 : reference MFR. Report#: 1627487-2018-12290 , reference MFR. Report#: 1627487-2018-08357.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-08357. Additional information identified the entire system was removed

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-08357. It was reported the patient is experiencing residual stimulation in her left foot when stimulation is turned off. Surgical intervention may be pending to address the issue.